Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving an unknown drug at an unknown dose and concentration via an implantable pump for an unknown indication for use. It was reported that the patient had their pump implanted on (B)(6) 2016. The patient was having problems urinating and had to have a catheter inserted. It was hoped that the catheter would be removed on "thursday".

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving an unknown drug at an unknown dose and concentration via an implantable pump for an unknown indication for use. It was reported that the patient had their pump implanted on (B)(6) 2016. The patient was having problems urinating and had to have a catheter inserted. It was hoped that the catheter would be removed on "thursday".

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.